Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the hospital for a pulse generator change-out procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.